Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 572, 205 and 173 mg/dl. The customer's expected fasting blood glucose test result is 150 mg/dl. The customer stated he takes his blood test fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with the results of 572, 205, 173 and 215mg/dl in the meter's memory. The customer is getting high results on the meter. He is not having any symptoms of high blood sugar. The customer say he takes his blood test fasting. He did not say if he takes medication for his diabetes. The customer cannot perform any back to back blood test now. He says his blood sugar should not be this high.